Event description:
A customer reported an epiq 7c ultrasound system froze during an open heart examination. The examination in progress was completed successfully using a different ultrasound system available at the customer site. There was no patient or user harm associated with this event.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team was unable to find a definitive root cause or evidence of a systemic defect. The system software was upgraded to resolve the issue for the customer and no additional similar issues have been reported since this repair.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported an epiq 7c ultrasound system froze during an open heart examination. The examination in progress was completed successfully using a different ultrasound system available at the customer site. There was no patient or user harm associated with this event.